Manufacturer narrative:
(B)(4). The meter has been returned and an investigation is in progress. A f/u report will be filed when investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. Customer also reported changing his medication due to not being able to test his blood glucose and experiencing symptoms of lightheadedness. There was no report of death, serious injury or mistreatment associated with this event.